Event description:
It was reported that during a radical cystectomy with ileal conduit with an appendectomy, the stapler would not fire. Another stapler was used to complete the procedure with no patient consequences.

Manufacturer narrative:
(B) (4): yoke teeth, firing trigger teeth. Eval summary: the analysis results found that the cts45 device was returned with the clamping mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken. While no conclusion could be reach on what cause the firing trigger teeth and the yoke teeth to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or through a locked cartridge causing an increase of internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.